Manufacturer narrative:
Product in complaint was returned for investigation. Zoll (B)(4) confirmed the "system error" (error 132-internal watchdog timeout) through review of the archive data. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Complainant alleged that during a daily inspection, when the autopulse® platform was turned on at the fire department, it displayed a "system error" (error 132-internal watchdog timeout) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows that the nylon screws were damaged. The physical damage found during visual inspection is not related to the reported complaint that the platform displayed a "system error, out of service, revert to manual CPR" error message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in 9/2010). A review of the archive was performed at zoll (B)(4) and the reported complaint that the platform displayed a "system error, out of service, revert to manual CPR" error message was confirmed. The log data shows that error 132 (internal watchdog timeout) occurred on the reported event date. Functional testing was performed and the reported complaint that the platform displayed a "system error, out of service, revert to manual CPR" error message was verified. When the platform was switched on a "system error" message was observed. The fault was found to be due to the defective pca board. Based on the investigation, the parts identified for replacement were the pca board and the nylon screws. In summary, the reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed based on the archive review and functional testing. The fault was found to be due to the defective pca board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the pca board and the screws, the platform passed all testing criteria.